Event description:
Initial info reported by a physician to a sanofi-aventis sales rep in 2006: a young male pt (age unspecified), who completed the first series of injections of hyaluronate sodium (hyalgan) felt faint, nauseated, vomited, was diaphoretic, had a "tight chest", and decreased blood pressure of 60/30 mmhg. The physician felt that the pt had a vasovagal reaction. The event occurred within 10 minutes of the injection and took 2 hours for the pt to feel better. No further details available. Add'l info will be provided when available. Corrective treatment: unknown.

Event description:
Product technical complaints in 2006: no batch number was rec'd on this complaint; therefore, no investigation can be conducted. This complaint will be closed. If a batch number is rec'd, this complaint will be reopened and responded to accordingly.